Event description:
Customer visited the ER due to high blood glucose levels. Customer mentioned she was pregnant. Troubleshooting was performed and pump passed tests. However, tubing clamp was not available for the high pressure test. Tubing clamp was sent and customer was instructed to call back to complete troubleshooting.